Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal peripheral intervention procedure, the hydrophilic wire tip detached within the patient's common iliac vein. The physician had acquired left antegrade femoral venous access and had negotiated the patient's common iliac trunk when the wire tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's iliac vein.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, no exception documents were found.